Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer almost had a blood glucose level of 400 mg/dl. Customer's mother is upset with the pump. Customer is a young adult male, possibly (B)(6). Customer lives in (B)(6). Customer's parent posted a complaint on (B)(6) 2014 as well. No additional information provided.